Manufacturer narrative:
Other, other text: one pump received for analysis with the top case cracked by the front bottom right and left corners, cracked right plunger case and battery door, and visible contamination by the "l" bracket pole clamp. During the investigation the reported issue, was duplicated during the power up process. Based on the evidence, the flippers got stuck (intermittently) due to cracked screw boss inside plunger head. Replaced left plunger case. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5: operator of device is unknown. E4: initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the pump had a plunger sensor issue. No patient injury reported.